Event description:
It was reported on (B)(6) 2026 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), loss of column was observed along with air bubbles during re-insertion of dilator inside sgc. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.